Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, the patient experienced a hypoglycemic episode while attending a movie theater. During the event, the patient reported profuse sweating, dizziness, double vision, and intermittently losing consciousness over an approximate two-hour period. Throughout this time, the cgm consistently displayed glucose readings around 170 mg/dl. Despite the cgm readings, the patient suspected hypoglycemia and consumed small candy bars each time she briefly regained consciousness. The patient¿s friend relied on the cgm values and initially believed the patient was stable, delaying recognition of the severity of the event. As the patient¿s condition failed to improve, theater staff were alerted and contacted emergency medical services (ems). Upon ems arrival, the patient was transported to the emergency department (ed). No fingerstick blood glucose (fsbg) testing was reportedly performed prior to transport, as responders relied on the cgm readings and considered alternative causes for the symptoms. At the hospital, a laboratory glucose result measured 82 mg/dl. The patient stated this result was obtained after carbohydrate consumption, suggesting the glucose level may have been significantly lower earlier in the event. The sensor was subsequently removed. The patient remained in the ed for approximately 11 hours and underwent multiple diagnostic evaluations. No specific glucose-related treatment was reported. Upon discharge, the patient reported feeling better, with blood glucose stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.